Event description:
The cardiovascular surgeon pulled on the suture and the needle popped off the end of the suture. The needle remains in the heart muscle. The surgeon was unable to recover the needle from the heart muscle.